Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discrepant elevated amm result is unknown. Review of data for sample ID (B)(6) revealed no instrument or result monitor errors associated with this sample. Subsequent data collected by the customer is indicative of contribution by the sample anticoagulant type to the elevation. The issue is under investigation by siemens healthcare diagnostics.

Event description:
The customer questioned as discordant an elevated ammonia (amm) result on a patient sample. The result was reported to the physician. The customer stated that the discordant elevated amm result caused a delay in surgery for the patient who was awaiting a liver transplant. There was no report of adverse health consequences as a result of the discordant elevated amm result or due to the delay.